Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridge with insulin. Reportedly, the cartridges were filled with 130 units of insulin. And on the third day of use, the insulin gauge displays approximately 35 units of insulin remaining. Additionally, the customer uses approximately 15 units of insulin total per day. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting for the reported issue. There was no impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.